Event description:
It was reported that a patient experienced leaking from the patient line where the extension was connected. The patient was connected at the time of the leak. This occurred during drain four of four of peritoneal dialysis therapy. The reporter refused to end therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.